Event description:
Affiliate reported that leakage was found at the 3 way stop cock. The relevant product was revised. There were no reimplantation.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.